Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of cubie pocket failed to open was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse reported that the damaged cubie tray was replaced with a new one. During dchu visual inspection: p/n 356450-01: received with loose muscle wire on cubie position 5, which had previously melted into the underside of the plastic tray chassis, indicating overheating. During dchu testing: p/n 356450-01: since overheating of the muscle wire was detected during visual inspection, indicating a thermal event present, no testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the cubie pocket failing to open is attributed to a faulty tray pcba that overheated the muscle wire on position five which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie 4.2 pocket a5 failed to open and unable to recover, which located on clc2. As per part investigation, it was determined that there was faulty tray pcba that overheated the muscle wire on position five which led to circuit instability. There were no adverse events or injuries reported based on this event.